Event description:
Lead management case to extract one non-functional rv mdt 6949 cardiac lead. The lead was prepped with an lld to apply traction and a glidelight. The lead was extracted but upon removal a drop in blood pressure and cardiac tamponade were identified. A pericardiocentesis was performed but was unsuccessful in treating the patient¿s decline so the decision was made to perform a sternotomy. The physician discovered and repaired a perforation of the rv apex. The patient survived the intervention. It was confirmed with the physician that the laser was not used down to the rv apex; this report is to report the lld as being the traction platform contributing to myocardial damage from the lead pulling free.

Manufacturer narrative:
(B)(4). Placeholder.